Event description:
Reporter indicated that the patient had been seen last in may and her output current was 1.25 ma. When she was seen in november, her output current was set to 0 ma. He denies changing her settings and the patient denies seeing any other physicians. Patient states that she stopped feeling magnet stimulation and normal stimulation several weeks prior to physician appointment. The cause for this reset event is unknown at this time. All attempts for further information have been unsuccessful to date.